Event description:
It was reported to medtronic minimed that the customer alleged loss of communication between pump and transmitter and experienced hyperglycemia. The customer blood glucose value was 491 mg/dl and hyperglycemia was treated with manual injection. The event involved product mmt-332a,mmt-7841zn,mmt-242a,mmt-7040a,mmt-1884. Troubleshooting was performed for loss of communication and not performed for hyperglycemia. The customer received device not found alert while trying to pair and the issue was not resolved. It was unknown whether the auto mode feature was active at the time of incident. It was unknown whether the customer had been using an insulin pump within 48 hours of reported event. No further patient complications were reported. No product return was required for mmt-332a,mmt-7841zn,mmt-242a,mmt-7040a. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the functional tests, including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. Successfully downloaded history files and traces using thus. No unexpected alarms anomaly during testing or in the history files noted. Also, the test guardian link communicated and paired properly with the pump noted. No communication anomaly or device not found alarm noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The sc1 cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. Pump passed all testing required. No device problem found during full functional testing. Customer alleged pump unable to pair to the transmitter not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.